Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Update: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned and analysis was completed. This report is updated with the product investigation results.